Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure at the user facility, the tip of the pedicle feeler broke off while the feeler was used in the spine to create a path through the pedicle. It was reported that broken piece was located and successfully removed without any harm. A back-up pedicle feeler was used to complete the procedure successfully without a clinically significant delay. No medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure at the user facility, the tip of the pedicle feeler broke off while the feeler was used in the spine to create a path through the pedicle. It was reported that broken piece was located and successfully removed without any harm. A back-up pedicle feeler was used to complete the procedure successfully without a clinically significant delay. No medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.